Event description:
It was reported that a vns patient experienced complete left vocal cord paralysis following a generator revision surgery. It was noted that the patient previously had two generator replacements due to battery depletion and did not have any side effects. The patient had a medialization thyroplasty that resolved his hoarse voice. The treating physician believes that the cause of the event was injury to the recurrent laryngeal nerve from the generator being set at high output settings immediately after battery replacement rather than ramping up the stimulus intensity. Good faith attempts for additional information have been unsuccessful to date.